Event description:
It was reported that a pt's magnet activations did not display correctly on the physician's dell x50 handheld. Instead of being multiple rows with signal entries, the activations displayed multiple times with the same date of each activation on the same line. Each line would increase by one add'l activation causing the info to display like a pyramid. There were no issues with device diagnostics nor did the pt present/report any clinical symptoms as a result. Good faith attempts to obtain a copy of the flashcard to further investigate the complaint are currently being made.